Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va0uef3, product type: lead. Product ID: 3387s-40, lot# va0uef3, implanted: (B)(6) 2015. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-dec-2017, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that there was potential lead wire secondary to scalp laceration from fall. It was indicated that the most likely ca use/contributing factors that may have led to or contributed to the issue was because patient had balance issues and lack of coordination due to parkinson's disease. Patient was directed to go to the emergence room (ER). There was no actions/interventions decided yet to resolve the issue. The issue was not resolved at the time of the report.